Manufacturer narrative:
Without the return of the device to medtronic, a relationship between the product and explant could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the annuloplasty ring was opened not used, and another model 32mm annuloplasty ring was successfully implanted in the tricuspid position. If information is provided in the future, a supplemental report will be issued.